Event description:
After medical review of this non-serious report, it was determined that this report should be upgraded to serious based on the event is important medical event. Initial information for this unsolicited report was reported by a doctor and forwarded by affiliate (local reference number (B)(4)). This case involved a female patient (age unspecified) who experienced tender bumps in the marionette area 3 months after her second ampoule of poly-l-lactic acid (sculptra) treatment. The patient was massaging the bumps vigorously daily and the doctor questioned if the tenderness is from traumatic inflammation. However, the patient informed her doctor that the tenderness had been there since the day after receiving poly-l-lactic acid therapy. It was reported that the bumps were very small and palpable, not enlarging at all. The doctor was concerned that there might be a low grade infection leading to granuloma, and has asked the patient to discontinue massaging the area for a week. On (B)(6) 2012, the doctor reported that the patient was not bothered by the bumps and she was confident that "it will settle." It was reported that the nodules were too small for injecting with saline. No medical history or concomitant medications were provided. Corrective treatment: unknown. Action taken: unknown. Outcome: unknown. (B)(4).